Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during the implant of this pacemaker, loss of capture was observed on the right ventricular (rv) channel. The loss of capture occurred during an automatic threshold test that did not stop after loss of capture was met. The field representative noted that atrial beats were not being conducted and manually stopped the test. Boston scientific technical services (ts) discussed the test parameters with the field representative. It was determined that the wrong test had been selected in error and ts confirmed that back up pacing should be available during ambulatory tests. This patient is pacemaker dependent but no adverse patient effects were reported. This pacemaker remains in service.